Event description:
It was reported that the patient's stimulator was "too far over on the shoulder." It was stated that the device was interfering with the mobility of her left arm. It was noted that the primary care physician said "this was wrong," though the details of this statement were unknown. The patient's left shoulder twitched sometimes which was not painful, but it was not comfortable. It was reported that once in a while the patient had pain, but most of the time it was discomfort. In another report, on the same day, it was stated that the patient was having "issues" with her battery that had been replaced in july. The details of these "issues" were not expanded upon. It was stated that the patient was looking for a new physician who would perform a replacement surgery for her stimulator. Thirty days later, it was reported that the patient's stimulator was replaced on (B)(6) 2012, after which she had an "overdose of electric shock" and the "cord started pulling at her neck." It was reported that the physician was "focused on getting the cord in properly," so "the battery was positioned in such a way that she could not use her left arm to turn on and off her bedside lamp." It was also noted that "it was painful" and the device "would shift and hit a nerve." About a week prior to report, the patient had a surgery to "correct" the placement of the device. The device was moved "just enough so it was not painful to use her arm." It was also stated that the patient hadn't begun physical therapy, so she was not sure if that would be painful. It was reported that when leaning forward, the patient felt a tingling "under the battery," but "99% of the time it occurred when she was lying down." It was noted to be an annoyance. The symptoms were reported to have occurred at the lead-extension connection and stimulator location, though it was unclear whether this pertained to the paresthesia after surgery or the pain before surgery. Refer to manufacturer report #3004209178-2012-10865. Two devices were implanted on the same day and it was unclear which device the reports pertain to. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated that the patient was still having concerns and was seeing new doctor on (B)(6) 2013. The patient was still having pain and using advil, acetaminophen and creams to obtain pain relief. It was also stated that patient's previous physician did not move her implant during the (B)(6) 2012 surgery as she had requested.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2003 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2002 (B)(6), product type extension, product ID 3389-40, lot# j0217159v, implanted: 2002 (B)(6), product type lead, product ID 3387-40, lot# j0230891v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was the position of the implantable neurostimulator (ins). It was noted that there were no abnormal impedance measurements. It was reported that a revision of the ins was done on (B)(6) 2013. The ins was relocated medial and away from axilla. It was noted that this reduced the complaints of pain. The patient did not require hospitalization and recovered without sequelae. It was unclear which device this information referred to or if both of the patient's devices were revised.

Event description:
Additional information indicated patient's left ins had been giving her pain since replacement in (B)(6) 2012. She couldn't raise her shoulder without pain. Hcp revised the implantable neurostimulator (ins) on (B)(6) 2012, but chaffing was reported. The ins was still too close to the shoulder and the patient was in constant pain. It was stated that "abrasion was not apparent on the outside, but it was maybe inside." The ins rubbed, and in the morning when the patient woke up, she had trouble finding the ins because "it moved so far up her shoulder." An appointment with patient's healthcare professional (hcp) was scheduled on the day after the report to discuss possible further surgical intervention. The patient had been to the emergency room due to pain at ins site, but nothing could be done for her except giving her narcotics. Patient's status was unknown. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional review indicated that the symptom of pain and repositioning surgeries related to this device. Additional information received reported that the patient had three surgeries to get the device implanted so it didn't leave pain. The reporter stated that after the first surgery to explant a depleted device and implant a new device, the patient could not reach her bedroom lamp and turn it off without pain. It was reported that the surgeon did a second surgery to correct the issue and afterwards the patient had two places of pain - she had pain when putting up her arm and constant pain on the side of her breast. The reporter stated that the patient contacted the surgeon and the surgeon told her that he probably couldn't do any more. It was reported that the patient had a new surgeon and told him that 'constant pain was not an option' and that he 'should be creative.' The patient had another surgery and the patient had 'constant pain, but it was different.' It was reported that the surgeon did 'a different set of stitches' and the device was moved to a different pocket location. It was reported that the patient no longer had pain in her breast but had pain in the back of her neck and she wasn't sure if it was from the surgery or something else. It was noted that the patient had told her primary care physician and neurologist about the pain. The patient was treating the pain with ibuprofen and acetaminophen but didn't want to be 'taking medications forever.' It was reported that if the patient did raking or sweeping that affected her neck muscles the whole day afterwards she 'couldn't move.' It was noted that the patient was connecting the pain to the therapy because when an implant surgery was done, the pain would start. The patient planned to talk to the surgeon about device placement. It was reported that the patient still had some symptoms of shaking. It was noted that the patient 'wasn't worried about the shaking.' The reporter stated that the patient saw a neurologist who said that she was on the right program. It was noted that the patient had seen her neurologist a few days prior to the report and he adjusted the device to 3.7 volts and the patient had adjusted it down to 3.0 or 3.1 volts.